Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27698. It was reported that the patient presented for routine generator change. It was noted that the patient's right atrial (ra) and right ventricular (rv) leads had a history of noise leading to pacing inhibition which had previously been addressed by programming changes. Therefore, the physician elected to cap and replace both ra and rv leads on (B)(6) 2021. The patient was in stable condition.